Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013 while using an expired sensor. The patient reported that she awoke with a low blood sugar and indicated she was found unconscious by her husband. Paramedics were called. The patient reported that her blood glucose was tested and found to be 21 mg/dl, at which time the paramedics treated her with a glucose IV. At the time of the call to dexcom technical support the patient stated that she had recovered.